Event description:
It was reported the device is not working. The device turns on but no readings (all zeros). It was also reported the battery was new and 9 volts. The rate, atrial out and ventricular out were not at default numbers but rather displayed zero. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).